Event description:
During a colectomy the instruments' firing procedure proceeded without difficulty but when fired there was no "crack" of the washer breaking. When the instrument was extracted, there was only one donut. The surgeon resected that part of the rectum and used a second ecs33 which fired properly. There was no consequence to the pt. The anvils were thrown away. Both instruments will be returned because malfunctioning instrument was not identified by the staff.